Manufacturer narrative:
Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 50318un21 and the complaint issue. Historical performance of the lot 50318un21 was reviewed using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 50318un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 50318un21. Labeling was reviewed and found to adequately address the falsely positive patient result. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 50318un21 was identified.corrected data found in fields d3 and g1.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The initial result was 0.006 ng/ml, repeated 0.114 ng/ml (customers reference range < or equal to 0.013 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.